Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 05-nov-2020, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿charging port loose - rattling sound inside¿ and ¿electrical failure ¿ swollen battery.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for use was non-malignant pain. It was reported that the power button on the communicator was depressed down and would not pop back up, the button appeared to be damaged, and the communicator would not power on. It was also noted that the power cord for the communicator was damaged. A replacement communicator and power cord were requested from the repair department.